Manufacturer narrative:
(B)(4). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. (B)(4).

Event description:
The patient presented in clinic following a vibratory alert. During interrogation, the device was found in eri due to premature battery deletion, confirmed by technical support. The patient was not enrolled in merlin.net. The device was explanted and replaced and the patient is in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).